Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed. The first photos shows the impra vascular which is being sutured. However, the suturing is seen. In the second photo trimmed vascular graft was placed in the case which shows that material spilt or cut near the blue double line marking. No other anomalies were identified. Hence, the reported material tear issue can not be confirmed as which stage the tear occurred could not be determined. Therefore, the investigation is inconclusive for the reported material split, cut or torn issue. A definitive root cause for the reported material split, cut or torn issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 10/2027), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a surgical graft placement procedure, the surgical graft allegedly split during the process of suture. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2027) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : device not returned.

Event description:
It was reported that during a surgical graft placement procedure, the surgical graft allegedly split during the process of suture. The procedure was completed using another device. There was no reported patient injury.